Event description:
It was reported that the customer had high blood glucose levels of 427 mg/dl. The customer treated with a manual insulin injection. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime due to faulty force sensor resistor. No motor error alarm noted. The motor was tested outside device and it passed. The device had minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, and missing end cap sticker.